Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture and seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 650cc mentor memorygel breast implants and experienced bilateral rupture and capsular contracture (baker grade IV on the right side and baker grade iii on the left side) post-operational. The patient also experienced seroma-like fluid buildup behind the right implant. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's right-sided device.

Manufacturer narrative:
On 12/2/2019, the product investigation was completed. Device investigation summary: during visual analysis of the sample was found a crease in the anterior view. Within crease two tear (a and b) were observed, measuring approximately 13.0 cm (a) and 5.0 cm (b). No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device -such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The patient underwent bilateral device removal and replacement with 650cc mentor memorygel breast implants, catalog number 3506504bc, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2019. Manufacturer's reference number: (B)(4).